Event description:
It was reported that noise was no the rv lead. Tachy episodes were detected, but no therapy was delivered. Lead diagnostics were stable. Myopotentials were seen during isometrics, but none of the myopotentials were sensed or marked on the presenting channel. The lead will continue to be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.